Event description:
On (B)(6) 2015 began chronic urticata discovery on (B)(6) 2017 when a complete hysterectomy had to be completed to remove the essure device that chronic urticaria had been caused by the essure device along with other major complications which required the removal of the device through a total hysterectomy. Once device was removed chronic urticaria disappeared.